Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via e-mail that the insulin pump alarmed unexplained no delivery alerts, required frequent battery changes, rejected new batteries, and had condensation inside the screen. The caller had called the customer to upgrade his insulin pump when he noted the reported issues. The customer declined to provide the blood glucose reading and declined troubleshooting assistance for the matter.